Event description:
A nurse reports that during intraocular lens (iol) implant surgery, a chip in the optic was noted after the lens was placed in the eye. Because there was no other lens available, the lens was left in the eye. The pt did not feel well and the lens was explanted. The pt is reported to be doing "fine".

Manufacturer narrative:
The product was returned for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Add'l info was requested.